Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-dec-2018 with the following findings: during investigation, the pump passed all required delivery accuracy testing , complaint regarding basal history not matching basal program could not be duplicated during investigation . It was noticed there were 2 total daily dose (tdd) records for (B)(6)/2018 and tdd for (B)(6)18 appears to be inaccurate due to the user manually changing the date from (B)(6)/2018 to (B)(6)2018 at 10:52pm. Investigation could not duplicate delivery of history recording defect.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. (B)(4).

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event. The reporter stated that the patient had a blood glucose of over 500 mg/dl with symptoms of drowsiness, abdominal pain, urination, and thirst. The reporter stated that the patient had contacted their healthcare provider for assistance and was instructed to administer boluses to lower their blood glucose. The reporter reviewed the pump history with a customer technical support representative and found that the basal deliveries did not match the active basal program. There was no known cause for this variation. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump and there was an indication that the pump was not delivering correctly.